Event description:
During dilatation of the lesion in preparation for stent placement and after a rotoblator procedure, the balloon ruptured at 12 atm (4 atm below the rated burst). No intervention or pt complication was reported. However, during evaluation of the returned product a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case. It has been determined that this type of leak may cause an adverse event if it were to recur.